Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter; product ID 900310; product type: integrated dilator/needle; product ID: 990045 product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post a cardiac ablation procedure using the pulse field ablation system, the patient experienced intracerebral bleeding with neurological deficits. However, after being transferred to the ward, the patient developed hemiplegia and aphasia following a visit to the toilet. A computed tomography scan revealed atypical intracerebral bleeding of unknown origin. The anti coagulant medication was paused during the ablation and resumed the evening after the procedure. The event led to an extended hospitalization for the patient. No further patient complications have been reported as a result of this event.